Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) raised making it difficult to operate the device. Besides that, the tubing was reported to be kinked. The device was explanted. No patient complications were reported.